Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in the moderately tortuous and moderately calcified left front arm shunt vessel. The physician advanced a 5.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 15atms and ruptured on the first inflation after 15 seconds. The procedure was completed with another 5.0mmx40mmx75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).